Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2023, the patient noticed that they had a bump under the entire patch area when they removed the sensor. The reaction had redness around the bump. The patient went for a consultation and was prescribed cefadroxil 500 mg - sulfamethoxazole/trimethoprim 160 mg to prevent infection. At the time of the report, the patient was in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).